Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 321 mg/dl, 423 mg/dl, 223 mg/dl, and 155 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.